Event description:
It was reported that the health care professional (hcp) wanted a review of a few ventricular episodes on this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) reviewed the reports and noted that this device exhibited t-wave oversensing on the right ventricular (rv) lead channel. Ts noted that the right atrial (ra) signal and rv signal align intermittently, as well. Ts stated that the right ventricular autothreshold (rvat) test and right atrial autothreshold (raat) test prior to the episodes appeared to be normal. The patient denied falling or procedure during the time of the event. Ts suggested an in-person evaluation. The device remains in use. No adverse patient effects were reported.